Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that all keypad buttons were intermittently activating desired pump functions. Adhesive was found under keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reports the keypad buttons were not activating desired pump functions with every press. She confirms that there was no damage or peeling of the keypad. There is no reported patient impact associated with this complaint.